Event description:
Caller alleged discrepant results compared with the coaguchek device. Results as follows: date: (B)(6) 2012; inratio: 2.1, 1.5; coaguchek: 3.0. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.